Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) was completed. The reported problem (unable to power on monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. Upon eval, the battery's cells were depleted. The cause of the inability to power on a monitor is the depleted cells. The root cause of the depleted cells was unable to positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us dist returned a battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.